Event description:
A discordant, low carcinoembryonic antigen (cea) result for one patient was obtained on an advia centaur cp. The result was reported to the physician who questioned the result. A new sample was drawn from the patient and tested on the same instrument. A higher result was obtained that fit the clinical history of the patient. This result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, low cea result.

Manufacturer narrative:
A siemens technical support consultant (tsc) was contacted by the customer. After evaluation of the issue and data, it was determined that the cause of the discordant, low cea result is unknown. The customer declined the services of a field service engineer (fse). The device is performing within specification. No further evaluation of the device is required.